Event description:
It was reported that the patients stimulation was not targeting the right area as well as before. It was also stated that the ipg was not holding a charge and that it migrated which caused the burning sensation at the midline incision. The patient underwent a revision procedure wherein two peripheral leads were added in the groin area and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.